Event description:
The anesthesia machine, did not have a gas flow meter (not a patient care standard) but did have co2 meter. The vaporizer, a drager, apparently did not deliver agent. Later, it was learned that vaporizer was not properly seated and was not locked yet a mixture percentage was dialed. This kind of vaporizer does not have an interlock that prevents the dial from being turned if the vaporizer is not locked.